Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse removed the display to check the board and signal cable for any abnormalities. The fse stated that the appearance of the board was normal. The fse removed the signal cable to clean the new contacts and put it back. The device was functioning properly. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has a flashing screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.